Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information regarding the procedure has been provided. Therefore a root cause for this failure cannot be discerned. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch # for second device: 1221934-2016-10024. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported a case that involved a middle-aged male (lw) who had acl surgery approx 5 months ago. The screw was protruding through the skin. During the procedure, the doctor was able to simply grab the screw and sheath. They had both backed out. Additional information received via email from the sales rep on 1-20. Procedure was a right knee tibial hardware removal. Original surgery approximately 5 months previous; removal of sheath and screw (B)(6).